Manufacturer narrative:
This device is used for treatment not diagnosis.

Event description:
It was reported that a 86 year old female received a total hip replacement on (B)(6) 2009. At the age of 94, her bipolar hip was subluxed anteriorly out of the joint. In order to stabilize the hip, a cup was inserted along with a lipped poly liner which achieved better stability. Patient was stable upon leaving the operating room. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00927.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2009. Revision due to dislocation.